Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during investigation of the returned pump, the alarm reproduced at power up. The pump was unable to recover after reboot the failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad..no battery cap was returned with the pump. A test battery cap was used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.